Event description:
It was reported that the patient arrived for a blina bag change, and it was still full, with the pump screen displaying ¿stopped.¿ the continuous infusion rate was 5 ml/hr, the total reservoir volume was 240 ml, and the length of infusion was 48 hours. The patient was not medically affected, and their vitals were stable, although they were admitted since they went 3 days without their medication (they come in every 72¿96 hours for meds). The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported. Per reporter, before they had left, a beeping alarm was heard and the nurse who checked it said that the pump was running.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: f code corrected to include f08 due to the patient being admitted since they went three days without their medication. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
Gcm received an email via service cloud on (B)(6) 2024 from april leblond, product complaint analyst of infusystem inc. On behalf of (B)(6) pediatrics, regarding a set, admin, cadd, 78", spike, fs, totm 12/bx with item number: 21-7322-24 and lot number: 4281678. It was stated that the patient arrived for a blina bag change, and it was still full with the screen displaying ¿stopped.¿ the pump cassette and tubing are still on site, and the pharmacy is holding them. They use 21-7322-24 attached to a baxter bag using an equashield spike adapter. The continuous infusion rate was 5 ml/hr, the total reservoir volume was 240 ml, and the length of infusion was 48 hours. The patient was not medically affected, and their vitals were stable, although they were admitted since they went 3 days without their medication (they come in every 72¿96 hours for meds). The event occurred while in use with a patient at the patient's home. The date of the event was on 05-sept-2024. The operator of the device was a health professional. The device is available for evaluation/return. No additional information is available beyond what is provided. There was a patient involvement and no patient harm/adverse event reported. Jcampo (B)(6) 2024.